Event description:
A medtronic representative reported that the surgeon encountered intermittent tracking during electromagnetic (em) navigation during a functional endoscopic sinus surgery (fess) procedure. The instrument tracker would sporadically stop tracking during navigation. Upon the surgeon's request, a new instrument tracker was used instead. This resolved the issue and the remainder of the procedure proceeded without further complaints. No impact to the patient was reported.

Manufacturer narrative:
The patient identifier was requested, but is not available from the site. The suspect device has been received by the manufacturer for evaluation, but the evaluation is not yet completed at the time of this report.

Manufacturer narrative:
The instrument tracker was placed in test configuration over a 9 day period where two observations were made indicating an intermittent problem with the tracker. On (B)(6) 2012, there was an error message, "poor signal-check for metal in the field or reposition the emitter." This same error message was observed again on (B)(6) 2012, on two different occasions. Electrical failure directly caused the reported event.